Event description:
It was reported that the patient experienced an air bubble in the pump, the tubing was too short resulting in the pump riding too high with an artificial urinary sphincter (aus). The aus pump was explanted and a new aus pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an air bubble in the pump, the tubing was too short resulting in the pump riding too high with an artificial urinary sphincter (aus). The aus pump was explanted and a new aus pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Further information was reported that the patient was incontinent again.